Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator. It was reported that patient had returned of symptoms approximately 9 months ago. It was noted that patient also started electroconvulsive therapy (ect) about a month or two ago. Rep met with patient a day prior to this call and all impedance were greater than 4000 ohms except for c3 combination. Patient felt stim when rep programmed on c3. Patient wasn't seen at all after their symptoms returned 9 months ago. It was noted as unknown if impedances were high prior starting ect or not. It was indicated the patient fell at some point but fell forward and not on the device.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was explanted on (B)(6) 2017 due to battery depletion/elective replacement indicator (eri).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no anomalies. Analysis of the lead model 3889-28 lot # va00mgu showed that conductors #0, 1, and 2 were broken 4.6 cm from the distal end of the lead. Connector #0 was crushed. The resistance between circuit 0 and 1 changed as pressure was applied to connector 0 indicating a short was located under the connector. It was also reported that all conductors were stretched and cut approximately 4.2 cm from the proximal end of the lead. There was cosmetic environmental stress cracking (esc) seen on the outer insulation at or near the tines and electrodes. Circuits 0, 1, and 2 had open circuits on the distal segment. Circuits 0 and 1 had short circuits on the proximal segment. There were no shorts seen on the distal segment. All circuits have acceptable continuity on the proximal segment and only circuit #3 has acceptable continuity on the distal segment.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type: lead.

Event description:
Therapy was no longer effective in relieving her urinary symptoms. Electrodes showed impedance greater than 4000 ohms. Patient had recently undergone electroconvulsive therapy (ect) doctor thinks that this contributed to the device not working. He would like to have the device analyzed. The lead and the neurostimulator were explanted and replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.